Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration was lost. An angiojet® solent¿ proxi was selected for a thrombectomy procedure to treat an acute clot in a dialysis shunt. During the procedure, the catheter lost aspiration, lost suction on the third pass. The procedure was completed with another of the same device and no patient complications were reported.